Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump was damaged and lip ring from reservoir popped off. The customer¿s blood glucose level was 189 mg/dl. Customer also stated that reservoir was not able to lock in place. The customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. However, unit passed displacement test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.